Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the device was replaced because it wasn't helping their symptoms. Patient said it hadn't been working for probably 6 - 8 weeks before the replacement procedure. Patient had an x ray and didn't know if the lead moved or the device wasn't working. Patient hasn't had any falls, trauma or change in activity. The patient was redirected to their healthcare provider (hcp) to further address the issue.